Event description:
It was observed that during the device evaluation, the autoclavable camera head damaged head unit and white dots on the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event of white dots of the image occurred due to head unit whereas it is presumed that the reported event of damaged head unit occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.